Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the PICC was removed after leakage in the line just before the hub.